Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, no capture was noted on the left ventricular (lv) lead. An x-ray examination confirmed the lv lead was dislodged. The lead was revised and the measurements were normal. The patient is well.